Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and found the system was powered on but there was no user interface. Review of system logfiles cannot confirm malfunction. Upon troubleshooting, fse analyzed the issue occurred due to intermittent power supply failure to host pc and attempted to load software to ip pc, but the pc did not accept software. Fse reinstalled the original host pc and hard drive and found that coin cell battery causing normal bootup issue. Fse replaced cmos battery. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.